Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that balloon of the catheter was difficult to inflate with water during pretest. Per follow up via email on 03 aug 2020, it was reported that it was difficult to inflate during pretest. The syringe was unable to be connected and the water was unable to be injected.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one temperature sensing catheter was received with a cut portion of the inlet tubing. Visual evaluation noted no obvious defects were observed. Attempted to inflate the catheter balloon with 3.5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked from the underneath the inflation cap. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to fixture slot to position cap out of the specification. The product was not used for the diagnosis or treatment. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon difficult to inflate with water during the pretest. Per follow up via email on 03aug2020, it was reported that it was difficult to inflate during the pretest. The syringe was unable to be connected and the water unable to be injected.